Event description:
Boston scientific received information that the patient with this device was hospitalized for septicemia. No further details have been received and to date, information indicates the device remains implanted and in service.

Manufacturer narrative:
If further information is received, a follow-up report will be submitted.